Event description:
It was reported that the patient developed endocarditis. The entire system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression, outer tubing overlay melted, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.